Event description:
A customer reported that it was not possible to start an eva unit before a surgery. An error message appeared (car160 - error in pump chamber actuator. Fluidics system is not available.) And the machine was not operational. Patient harm did not occur, however, anesthetic was extended and the surgery had to be rescheduled.

Manufacturer narrative:
With regards to this complaint, a pump module and logfiles were received for investigation. Review of the logfiles confirmed the reported error message. Investigation and testing of the returned pump module determined that the parking magnet was too strong. This compromised the movement of the rotor and caused a wrong piston position triggering the error message and the pump module becoming nonfunctional. DHR review revealed no anomalies, in addition a review of the customers complaint history for the last 12 months did not show any other complaints against the eva system involved. Based upon the available information the event is attributed to a random component failure. It should be noted that to prevent similar issues a preventive action has been implemented.

Manufacturer narrative:
Log files of the eva system were received by d.o.r.c.. Investigation of the log files is ongoing.

Event description:
A customer reported that it was not possible to start an eva unit before a surgery. An error message appeared (car160 - error in pump chamber actuator. Fluidics system is not available.) And the machine was not operational. Patient harm did not occur, however, anesthetic was extended and the surgery had to be rescheduled.

Manufacturer narrative:
Log files of the eva system were received by d.o.r.c. Since we were informed that the item subject to the reported event will be returned for investigation, we will await the investigation results before providing a final conclusion regarding the cause of this event. With regard to this complaint, a foot pedal was returned for investigation. Investigation of the foot pedal revealed an issue with vertical parameters of the pedal. The pedal did not consistently return to the 0 position and sometimes remained between 1 and 3%. The foot pedal was sent back to the manufacturer for further investigation. As soon as results are available, the root cause investigation will be continued.

Event description:
A customer reported that it was not possible to start an eva unit before a surgery. An error message appeared (car160 - error in pump chamber actuator. Fluidics system is not available.) And the machine was not operational. Patient harm did not occur, however, anesthetic was extended and the surgery had to be rescheduled.

Manufacturer narrative:
Log files of the eva system were received by d.o.r.c. Since we were informed that the item subject to the reported event will be returned for investigation, we will await the investigation results before providing a final conclusion regarding the cause of this event. No appropriate corrective/preventative actions can be taken until the investigation is completed. Complaint article was requested by d.o.r.c. For investigation.

Event description:
A customer reported that it was not possible to start an eva unit before a surgery. An error message appeared (car160 - error in pump chamber actuator. Fluidics system is not available.) And the machine was not operational. Patient harm did not occur, however, anesthetic was extended and the surgery had to be rescheduled.